Event description:
Our clinical product specialist submitted a written account of an event, which was reported by a hospital. The written description notes that the event involved a set-up in the neonatal intensive care unit consisting of an mr850 humidifier, cardinal breathing circuit, drager babylog ventilator and radiant style infant warmer with the 12-inch extension removed. The lower 2/3 of the breathing circuit, distal from the pt became "extremely wet, with mobile condensate" whilst the 12-18 inches of breathing circuit proximal to the pt/airway temp probe end was "bone dry". The expiratory tube was filled with mobile condensate, which bubbled into the expiratory port of the ventilator. The temperature probe and heater wire placement was verified to be correct. Airway duty cycles were 15-20 with typical flow rate being 6 -10 litres. Upon request, we received additional information that the 900mr208 reflective shields for the temperature probe were unavailable at the time, so the hospital improvised with 3 heart-shaped infant warmer temperature probe covers to shield the temperature probe.

Manufacturer narrative:
The mr850 humidifier was not returned to the manufacturer for investigation. Our evaluation is therefore, based on the event description and additional information provided upon request. Results: the mr850 humidifier has been kept by the hospital. The clinical product specialist in the field who observed the settings and equipment set-up reported that, the mr850 humidifier appeared to be functioning correctly. One component of the breathing circuit set-up was omitted, namely the 900mr208 reflective shield for the temperature probe. The purpose of the reflective shield is to protect the airway temperature probe from radiant heat from the infant warmer. This can improve humidifier performance and reduce circuit condensation. As the correct reflective shields were unavailable, the hospital improvised with another product that was more suitable for use with the infant warmer temperature probe, not the airway temperature probe. Conclusion: use of the incorrect reflective shield has most likely contributed to the condensation. Without the protection afforded by the shield, heat from the infant warmer will have caused the temperature probe to give an erroneously high reading, which in turn, signals the mr850 humidifier to produce less heat. The reduction in air temperature within the breathing circuit can cause an increase in the amount of condensation forming. We are unable to determine if the breathing circuit contributed to this event. We have contacted the manufacturer of the breathing circuit informing them of this event.